Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that they experienced an overstimulation sensation. Their device went haywire and went up to 7.04 volts and wouldn't let them turn it down. The patient had to turn their device off. The patient's device was usually set at 2.50 or 3.00 volts. The patient synced to their implantable neurostimulator (ins) with their patient programmer and it showed that the stimulation was off and the amplitude was set at 7.60 volts. The patient lowered their amplitude down to 2.00 volts and then turned their stimulation on. They increased the stimulation to 2.60 volts and they were able to feel stimulation. The patient was indicated for spinal pain. No causes were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.